Manufacturer narrative:
B3 date of event: date of event was approximated to (B)(6) 2025 as no event date was reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the speed cannot be adjusted. A rotapro console was selected for use. During use, the rpm of the device was not adjustable both dynaglide and normal mode. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the complaint device was received for product analysis in good physical condition. The rotapro console failed the manual test due to an air leak from the pneumatic kit. Failure was detected at normal mode minimum flow rate as its flowrate was out of specified range.

Event description:
It was reported that the speed cannot be adjusted. A rotapro console was selected for use. During use, the rpm of the device was not adjustable both dynaglide and normal mode. There were no patient complications. It was further reported that no patient was involved.

Manufacturer narrative:
B3 date of event: date of event was approximated to 09/01/2025 as no event date was reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the complaint device was received for product analysis in good physical condition. The rotapro console failed the manual test due to an air leak from the pneumatic kit. Failure was detected at normal mode minimum flow rate as its flowrate was out of specified range.

Event description:
It was reported that the speed cannot be adjusted. A rotapro console was selected for use. During use, the rpm of the device was not adjustable both dynaglide and normal mode. There were no patient complications.